Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there were no changes in their normal activity that led to the aching and redness. The patient said it was unknown what led to the issue. The steps taken to resolve the issue is that the patient is still waiting on the doctor's appointment to be approved by workman's comp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he had aching in the pocket site and had been waiting for it to go away but it continued to ache. The patient stated that the pocket site appeared reddish and it was pointed on one end of the implant. The patient noted it didn¿t appear to lay flat, but the implant didn¿t appear to be moving in the pocket. The patient did not report any falls or traumas and mentioned living close to power lines. The indication for use was spinal pain.